Manufacturer narrative:
Pump analysis results revealed underinfusion at maximum rate only, with an undetermined root cause. (B)(4).

Manufacturer narrative:
The previously reported analysis results do not apply and are being updated. Pump analysis results revealed low battery reset with an undetermined cause.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient receiving dilaudid (5 mg/ml at 1.1 mg/day) via an implanted pump. The pump's indications for use (ifus) were listed as non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2015, it was reported that the patient saw error code 8474 on the personal therapy manager (ptm). Upon interrogation of the pump, it was discovered that low battery reset and safe state had occurred. The pump logs were reviewed. The hcp reentered the appropriate dose into the 8840 programmer and updated the pump. It appeared that the pump was functioning at the time the patient left. The patient was instructed to pay attention for critical alarms and to report back to the hcp¿s office if any further complications or symptoms arose. Alarms were demonstrated in the hcp¿s office. The rep stated that they were not certain of the cause of the low battery reset. The patient mentioned that there was somebody in her home weatherproofing the walls and they had machinery; that was the only possible electromagnetic interference option; otherwise it was unknown. No patient symptoms were reported. The rep later reported on (B)(6) 2015 that safe state occurred in the pump again on (B)(6) 2015. The patient was scheduled for pump replacement on (B)(6) 2015 and the pump was returned to the manufacturer for analysis. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.